Manufacturer narrative:
Follow-up # 1 date of submission 12/27/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings:evaluation revealed a cracked battery compartment. Unrelated to the complaint, the sound was observed to be low. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that there was a crack on the pump¿s casing. Patient reported that there was no power loss, no trauma or moisture exposure to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.